Event description:
It has been reported to philips that the geometry movements were partly available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geo movement is partly available. Review of the logfile showed that geo module bist had failed. Fse replaced geo module. After the replacement geo module, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.